Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was performed at this time. There were no consequences to the patient.